Event description:
It was reported that during a generator change procedure, the physician implanted this cardiac resynchronization therapy defibrillator (crt-d) device, and this left ventricular (lv) lead was found to exhibit loss of capture (loc). It was noted that the lv lead is a non-boston scientific lead. The physician suspected cause of the loss of capture (loc) to be due to device placement. The physician reprogrammed the lead settings and capture was restored. No additional adverse patient effects were reported. This crt-d and non-boston scientific lv lead remain in service.